Event description:
It was reported that a pump critical alarm was heard and noted on telemetry. The alarm was due zero mls volume in the pump reservoir as the pt had missed his refill; reasons unclear. The pt also experienced increased pain. An MRI was taken and revealed that the catheter was not in the intrathecal space. The catheter was revised in 2009. The pump contained hydromorphone and bupivicaine at a dose of 1.5 mg/day. Per the hcp, there was no injury.

Manufacturer narrative:
Results - used for the catheter.